Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged housing was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) and was evaluated and tested. A crack in the housing near the ac inlet was found was found. The mpu was functionally tested and was found to operate as intended. The mpu was repaired and was added to the loaner pool. The mpu patient cable was sent to product performance engineering (ppe) for further evaluation. Upon further evaluation, the patient cable underwent continuity testing and passed. The patient cable was connected to a test mpu and was able to function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number:(B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit's bottom cover was cracked at the aac inlet, four rubber feet were replaced with original ones, and the connecting screw of the patient cable was loose.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.